Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staple line was incomplete at the distal end. First few pins popped out but the rest couldn't be fired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the staple line was incomplete at the distal end. First few pins popped out but the rest couldn't be fired. Immediate replacement was needed to resolve the issue. There was no patient injury.